Event description:
It was reported that the patient was presented in clinic for scheduled generator change. Prior to procedure, the physician noted the right ventricular (rv) lead exhibited lead noise and extra cardiac stimulation. Rv lead was capped and replaced during the procedure. Patient was stable.